Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose level (bg) of 43 mg/dl. Customer alleged the cause was due to the pump alarm not annunciating. During troubleshooting with tandem technical support, the alarms sounded correctly and pump was functioning as intended. Customer consumed carbohydrates to address low bg.